Event description:
Report received of cassette alarms. No specific clinical information was provided. The problem is occurring in the emergency department while trying to set up unspecified infusions, some of which include critical drips. There have been reported delays in critical therapy, but there have been no reported adverse patient effects. Multiple attempts were made to obtain further information, but no further information was provided.